Manufacturer narrative:
An unknown liner and unknown 28 + 4 -40 metal head were also noted in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported patient had a revision due to painful hip.

Manufacturer narrative:
An event regarding a revision due to pain involving an adm shell was reported. The event was not confirmed. Visually the shell was unremarkable apart from the evidence of some bony on growth. Device evaluation and results: there was evidence of some bony on-growth on the returned device. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined as there was insufficient information as neither patient medical records, x-rays nor operative notes were provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported patient had a revision due to painful hip.